Event description:
A piece of plastic was found inside the drip chamber. A "few" occurrences were cited on the incident report. The products were not used, therefore, pts were not affected by this. Clarification has been requested by vygon for the actual number of occurrences, but the info is not yet available.

Manufacturer narrative:
Because, the number of occurrences was noted as being "few", vygon regulatory affairs contacted the customer to receive clarification. The info has not yet been rec'd, however, f/u attempts will be made to receive this info. Samples of the device were sent back to vygon and forwarded to the supplier of the drip chamber. The supplier also rec'd a supplier corrective action request from vygon. Results of the investigation are still pending and will be sent in a f/u MDR within 30 days of completion.